Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm. Vessel morphology was not a factor. It was reported that two weeks post procedure the patient was treated for a wound complication. The investigator indicated that wound complication of groin infection was related to the procedure but no related to the device. The patient was treated with medication and the wound complication was resolved. No additional clinical sequelae were reported and the patient is fine.